Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that when the patient was previously explanted due to infection, the surgeon put some material on the lead to protect it. When the surgeon went to remove the protection during re-implant surgery (post infection healing), the rubber connecting the wire to the pin was removed/ damaged, exposing the wire. There was normal lead impedance when tested out of pocket. It was later confirmed that the surgeon had damaged the lead. A lead revision was not performed since the surgeon had never performed one. This MDR houses the report of the punctured insulation. MFR ref #1644487-2023-00650 houses the report of the patient's infection. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Information was later received reporting that the patient had a lead revision. The new lead was attached to the generator implanted during their last surgery. Impedance was good with these devices. The explanted device is not available for return to the manufacturer, indicating it has likely been discarded.